Manufacturer narrative:
Block h6: imdrf patient code e1108 captures the reportable patient complication of biliary leak. Imdrf patient code e231501 captures the reportable patient complication of purulent discharge. Imdrf impact code f2303 is being used to capture the medication administered to prevent infection. Imdrf impact code f2301 is being used to capture the additional device used to close the puncture site.

Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report # 3005099803-2023-05657 for the associated device information. It was reported to boston scientific corporation that two axios stents and an electrocautery enhanced delivery system were to be implanted transgastrically into the gallbladder to treat a gallbladder infection during a gallbladder drainage procedure performed on (B)(6) 2023. During the procedure, when the first axios stent's first flange (the subject of MFR. Report 3005099803-2023-05657) was attempted to be deployed, the gray stent deployment hub was difficult to pull up and it broke and fell off of the handle. An attempt was made to deploy the stent's second flange using hemostat graspers, but it was unsuccessful, so the stent removed from the patient partially deployed on the delivery system. A second axios stent (the subject of this report) was opened, but it was not able to advance through the patient's anatomy. The puncture site was then closed using clips, and the procedure was not completed. The patient experienced bile and pus leakage at the puncture site into the peritoneal cavity, so the physician administered prophylactic antibiotics to prevent infection. The patient was reported to have been fully recovered. Note: it was reported that the axios stent and electrocautery-enhanced delivery system was used for gallbladder drainage to treat a gallbladder infection. Per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The stent is not indicated for gallbladder drainage to treat a gallbladder infection.